Event description:
The customer reported via phone call that the insulin pump alarmed with a button error, after the numbers kept scrolling and she removed and reinserted the battery. Customer's blood glucose was 64 mg/dl. No significant events leading to the alarm were recalled. It was advised to discontinue use of the device and revert to a back-up plan. It was further advised that the device would be replaced and agreed upon that the product would be returned for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was received with intermittent button response due to flattened all the buttons dome switch. No button error alarm noted during testing. The insulin pump had cracked case at display window corner, minor scratched lcd window and broken reservoir tube lip.